Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The black diamond micro forceps instrument was analyzed and found the returned product did not exhibit the event described in the complaint. Visual inspection internal and external were performed, confirming no issue was detected with the grip and pitch cables. Manual articulation of inputs pass.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.